Event description:
Alleged event: healthcare professional reported "capsular contracture" of a non-(B)(6) device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt codes: 1761, 1924. Device code: 3023. Reference report: mw5184510.